Event description:
It was reported that the atrial lead had high thresholds, which were suspected to have increased over time. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments and was analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). The outer insulation was breached cut, and both a cosmetic depression and a white substance were noted. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage.